Manufacturer narrative:
Section a-4 patient weight: unknown/asked information unavailable. Section b-3: date of event: exact date unknown best estimate date is one (01) week post-op exam. Dates provided were (B)(6) 2021. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of blurry distance vision and some glare and halos noticed at 1 week post-op exam. The explanted iol was replaced with a non-johnson & johnson surgical vision 20.5 diopter iol. There was no patient injury and no vitrectomy however, there was a very small incision enlargement and one (01) unplanned suture was required for the iol exchange procedure. Patient outcome post-lens exchange was reported as doing better since exchange and doing well with monofocal iol replacement. No further information is available.